Manufacturer narrative:
The underlying cause could not be determined however the issue was confirmed for motor drift. MDR is being submitted as a result of a retrospective complaint review.

Event description:
After raising the foot section, if you put any weight on it, the foot end just falls back down.